Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of "low volume, low flow". This occurred during an operational test in shop. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e4, h6, h11. H11: a review of the event history log identified that several infusions ran on the reported event date. The infusion parameters were not provided by the customer to determine if a device issue or mis-programming occurred on the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.